Event description:
Surgeon's pa takes vein and places catheters for all cabgs. Bolused with 30 cc plain 0.5% marcaine prior to closing leg incision. Diabetic and pvd pt. When post-op leg wound dressing changed, thigh skin came with the dressing near saphenous vein harvest incision. Pt had other wound healing problems. Thigh had to eventually be debrided in operating room by plastic surgeon. Surgeon thinks it's due to the bolus technique and not the pump. Surgeon has stopped bolusing with no further recurrence.